Manufacturer narrative:
The customer's complaint that the drive shaft of the autopulse platform sn (B)(6) was stuck and would not rotate was confirmed during the functional testing. The root cause of the reported complaint was the sticky driveshaft clutch area, which is usually caused by sharp edges from all 12 hex edges of the armature plate, or by burrs on the clutch rotor's surface, likely due to normal wear and tear. The sticky clutch's impact was not severe enough to make the platform non-functional. The archive data review indicated no significant discrepancies. The autopulse platform passed the functional testing without fault or error. The clutch will be deburred to address the reported complaint. Following service, the autopulse platform passed the run-in and final tests without fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with sn (B)(6).

Event description:
The customer reported that the drive shaft of the autopulse platform sn (B)(6) was stuck and would not rotate. No further information was provided. It is unknown when the problem occurred. However, patient use information was requested, but no additional information was provided.